Event description:
It was reported, "allergic contact dermatitis at site of ECG pads."

Manufacturer narrative:
Conmed e-mailed the chemical components of the adhesive and the ECG gel to physician reporter's attention (B)(6) as well as the product's msds and biocompatibility report. The device is not being returned to manufacturer. Conmed is attempting to gather additional info surrounding this incident. No complaint sample or pictures were available for eval or confirmation of defects. The lot number is unk therefore, a DHR/lhr cannot be performed. There may be a multiple of causes either manufacturing or end-user related. No root causes can be confirmed without examination of the product. Therefore, the investigation is inconclusive. Per the clear-trace IFU, instructions for use, in regards to skin prep, it states, "shave excess hair at electrode site, for oily skin, cleanse with alcohol pad and let dry completely before applying electrode, and prepare site with a brisk, dry rub. Avoid damage or abrasion of skin surface." Per the returned ECG electrode survey (completed by end-user) the end-user prepped the skin prior to ECG application with nuprep. Per the nuprep IFU, under safety and handling, it states "nuprep gel is an abrasive product and should be rinsed out of the eye without rubbing." The complaint investigation has not identified nor confirmed any manufacturing defects with this device. Conmed considers this complaint closed.